Event description:
Customer rec'd discrepant theophylline results for a sample from a (B) (6) baby. Customer uses sarstedt sample tubes (13 x 75 mm). Initial result gave 21.98; rerun gave 21.5 ug per ml. The sample was repeated two hrs later giving 5.98 and 6.22 ug per ml. User repeated the sample on another integra analyzer obtaining same results approx equal to 5 and 6 per ml - exact date of testing was not provided. No info was provided to determine if pt was adversely affected. Pt sample is not available for investigation. If add'l info is rec'd, appropriate notification will be provided.